Manufacturer narrative:
The insulin pump was received with loose motor support disk.

Event description:
The customer reported via phone call that the drive support cap was protruded. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.